Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h6. D4: attempts have been made to gather all product identification and no further information has been provided. The reported event was unable to be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records could not be performed as part and lot identification were not provided. X-rays were provided in the journal article, but it is unknown if they are related to the patient in the complaint. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information to report at this time.

Event description:
It was reported that four (4) patients underwent knee arthroplasty revisions to address tibial aseptic loosening and radiolucency post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). Kim, y. H., park, j. W., jang, y. S., kim, e. J. (2024) no discernible difference in revision rate or survivorship between posterior cruciate-retaining and posterior cruciate-substituting tka. The journal of bone & joint surgery 106(21)1978-1985 http://dx.doi.org/10.2106/jbjs.24.00007. D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.